Event description:
It was reported that there were diminished r-waves. The right ventricular pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.